Event description:
On 3/12/2024 an ilet user's mother reported the ilet was not giving the user insulin. The mother reported the user is dizzy, nauseous, vomited and cgm glucose reading was "high." The beta bionics customer care agent educated the mother that a "high" cgm reading means the user's blood glucose (bg) is over 400 mg/dl. The agent had the mother check the user for ketones. The user had moderate to large ketones. The mother stated she will disconnect the user from the ilet and administer a dose of fast acting insulin. The agent asked the mother when the last time the infusion set was changed. The mother reported it was the previous night around 7:00pm. The mother stated she doesn't remember if she went through the fill tubing/fill cannula process or if she just replaced the user's infusion set. The agent had the mother disconnect the infusion set to check the tubing. The mother stated there is insulin coming from the tubing. The mother removed the infusion set site and reported there is blood on the cannula, but it doesn't look bent. The user was using the convatec inset (23", 6mm) infusion set. The mother wanted to get the user's bg level down and will change all supplies (insulin cartridge, connector, and infusion set) after. The agent followed-up with the mother about two hours later. The mother stated that she administered 8 units of rapid acting insulin 2 hours ago. She stated the user still isn't feeling well and can't keep water down (keeps throwing it up). The agent had the mother check the user's bg levels. The user's bg was at 492mg/dl. The mother tested the user again for ketones and the results were still at moderate to large. The mother asked if she should reconnect the user to the ilet and put on new supplies. The agent advised that she should follow the ketone action plan (kap) and call her healthcare provider (hcp) immediately. The mother understood and called their hcp. A few hours later the agent called and followed-up with the mother. The mother stated the hcp recommended the user stay off the ilet until the user's bg levels decrease. The hcp told the mother to give insulin injections and keep checking the user's bg levels every 2 hours. The user's bg level was now 400mg/dl. The agent called and followed-up again. The mother reported the user is feeling much better and their bg level is down to 140mg/dl. The mother had called her hcp back and they suggested reconnecting the user to the ilet. The agent walked the user and mother through a supply change and the user resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "off" on 2021-03-06 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on 2024-03-05. Data for the described event date of 2024-03-12 was reviewed. The last cartridge change operation was logged on 2024-03-11 at 6:52am and the last infusion set change was on 2024-03-08 at 9:50pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows cgm glucose rising above range the afternoon of 2024-03-11 and remaining above range until the following afternoon. The ilet is seen to deliver insulin in response to cgm glucose values when possible. The device logs show occlusion alerts being active for a majority of the time cgm glucose is above range, preventing the ilet from delivering insulin. No evidence of malfunction were found in the device engineering logs. The ilet appropriately triggered the high glucose alert and was seen continuously making basal delivery requests for insulin until an occlusion was detected. Due to the occlusion alert being active and not marked as "acknowledged" the ilet was unable to request insulin for several hours. It was not until a tubing fill operation was logged that the occlusion was cleared, and the device resumed regular delivery requests for insulin and cgm glucose responded to insulin dosing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Review of the case notes, ilet report and device logs showed the likely assignable cause for this hyperglycemic event to be a failed infusion set resulting in an active occlusion alert that prevented insulin dosing.